Manufacturer narrative:
On 8/25/15 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - there was a cartilage clamp returned, used, showing wear, staining, corrosion, scratches, no unusual markings and a broken tip. Upon further investigation it is noticed that the tip of the clamp is broken off and under the break, there is corrosion and staining, most likely caused by a crack prior to the tip breaking off. Device history evaluation - nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history. Variance authorization / deviation history: there is no applicable variance authorization / deviation history. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: there is no applicable corrective action preventive action history. Health hazard evaluation history: none. Conclusion: the complaint report has been confirmed; the root cause has not been identified as a workmanship or material deficiency.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reported that when they clamped the cartilage in the orthopedic procedure the tip broke off. (B)(6) 2015 customer reports doctor was performing a total knee replacement. Tip was retrieved, they did not think x-ray necessary. No harm done to the patient. No further information available.